Event description:
It was reported that during a procedure at the user facility the trips micro driver had a sticking trigger. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Preventative maintenance was performed on the device and it was returned to the user facility.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that during a procedure at the user facility the tritps micro driver had a sticking trigger. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.